Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report (B)(4) from the (B)(6) indicating that the pt experienced "acute pump stoppage, power spikes for a few days. Pt had previously undergone and passed weaning trials".

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The user facility report (B)(4) was received from the (B)(6).